Event description:
It was reported that the patient underwent a revision surgery due to the balloon of his artificial urinary sphincter (aus) was perforated in two places by a surgeon during a different abdominal surgery. The balloon was removed and new one was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.